Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that post left ventricular lead implant the patient experienced diaphragmatic stimulation while in recovery. The following morning, the left ventricular lead exhibited loss of capture. The patient was imaged and a tear in the coronary sinus was noted. The patient was hospitalized and during lead revision on (B)(6) 2013 perforation of the pericardium was confirmed. The lead was capped and replaced. The patient would be monitored.